Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. This emdr represents the ventralight st mesh (device #2). Additional supplemental emdrs were submitted to represent the 3dmax (device #1) and perfix plug (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1). Per operative notes, ¿indirect inguinal hernia sac was dissected and large size 3dmax mesh (device #1) was placed and tacked and sutured.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent right inguinal hernia and left inguinal hernia and umbilical hernia thereby underwent laparoscopic and open repair with implant of ventralight st mesh (device #2) and two perfix plug (device #3 and #4). Per operative notes, ¿in left upper quadrant, a umbilical hernia defect was noted and placed with 3dmax mesh (device#2). In the left lower quadrant, medial defect in the cord was noted and perfix plug (device #3) was placed and sutured. In the right-side lower quadrant,¿ a large amount of scarring with direct hernia was noted. A perfix plug (device #4) was placed and sutured and tacked.¿ (B)(6) 2021 ¿ patient had adhesions, abdominal pain thereby underwent laparoscopic repair thereby underwent lysis of adhesions. Per operative notes, ¿omental adhesions were taken down, the mesh (device #2) was seen depressed in the centre and sutured.¿